Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Reportedly, the pump supplies were changed to address the issue. The customer reverted to manual injections for insulin therapy.